Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right ventricular lead helix did not deploy after several turns. The lead was removed and it was noted that the torques twisted around the insulation of the lead instead of the from the internal rotation of the helix. The lead was replaced. Patient was stable.